Event description:
The device was implanted on 4/20/95 for intrathecal infusion of morphine for treatment of pain (note: intrathecal infusion of morphine was not a MFR's indications for the device's intended use). On 11/07/96, the facility nurse contacted a MFR nurse and reported that the pt has been complaining of discomfort at the device pocket site for the past 2-3 months. It was additionally stated that the pt was referred to an anesthesiologist who has been injecting marcaine and depo medrol into the substaneous tissue surrounding the device. The facility nurse states that the device feels "loose" in the device pocket and contacted the MFR to request suggestions as to what could be causing the discomfort and possible solutions. The MFR nurse suggested that the discomfort may be due to the device moving in the device pocket and stated that the surgeon may need to revise the device pocket.

Manufacturer narrative:
Further communication with the physician's office, on 01/17/97, revealed that the physician repositioned the device and decompressed the lateral semoral cutaneous nerve on 12/10/96. The pt had done well and all pre-op symptoms have resolved. A review of the device history record was performed and did not identify any manufacturing variances in relation to this event. A trend analysis was performed on similar incidents involving this catalog and lot number and has not identified any trends. The report that the device had become loose has been confirmed. Based on the information available, the cause of this event does not appear to be attributable to the device or a device malfunction, but to the device requiring repositioning. The physician will be notified or the review of this incident.corrected data: under section d7, the implant date was reported as 04/20/96. The correct implant date is 4/20/95. No further information is available. The MFR is now closing its file on this event.